Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable cause of the reported issue was due to broken/damaged oridion sensor of the oridion assy board etco2. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they damaged oridion board co2 sensor, replaced it a new oridion board. Updated a new logic board. Damaged front case and rear case, replaced. New front door and rear case assembly. The outlet door etco2 stuck, replaced it a new outlet door. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 28jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device is broken/damaged, has the tip from a disposable set broken off in the input gas port. There was no patient involvement.